Event description:
It was reported that the control iq software intermittently turned on sleep and exercise mode without user request. The customer's blood glucose level ranged from 289-243 mg/dl. The pump software was updated to resolve the issue, and customer continued using the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.